Event description:
The user facility reported that during a therapeutic turp (transurethral resection of prostate), while the device was being used to cauterize, an error message displayed on the generator and the unit ceased providing output. The users reportedly employed a non-olympus electrosurgical unit and an olympus loop to cauterize a minor bleed and completed the procedure. The users stated that the pt was not harmed, but had sustained minor bleeding, which necessitated overnight hospitalization for observation. The users said the pt discharge was originally intended to be on the same day. The user facility tested all of the equipment following the procedure, and attributed the problem to the olympus electrosurgical unit.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of error messages and no current output. The cause of the user's experience was determined to be due to a component failure on the oscillation printed circuit board. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.